Event description:
Bsc crm received information that this dextrus atrial lead dislodged. During a revision procedure, the physician was dissatisfied with the suture sleeve, which was noted as loose. A new lead was successfully implanted. No adverse patient effects were reported.